Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 01/16/2025: this was discovered during a hip fracture procedure on (B)(6) 2024. There were no adverse effects on the patient reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, 5031-000, locking tool assembly galileo lag screw, serial/batch number (B)(6), was received for investigation. Visual evaluation noted that one of the "castle pieces" on the distal end is bent. Additionally, normal signs of wear were observed: fading and discoloration. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that a 5030-000 galileo lag screw inserter and a 5031-000 locking tool assembly galileo lag screw were not engaging to each other properly to lock the lag screw. The case was completed using an end cap without harm to the patient, but it was stated that there could be a greater chance for lateralization of the screw potentially. There was a few-minute delay in the case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.